Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the pump was possibly giving too much morphine and the patient was getting headaches. The patient's husband stated that they thought there may be a leak in the patient's device. It was noted that since patient services was closed the patient could go to the emergency room (per their discretion) to see if a healthcare professional (hcp) can page a manufacturer representative (rep). The event date was unknown. No further complications were reported/anticipated.